Manufacturer narrative:
Device evaluation is not necessary as the infection/extrusion is not related to the functionality or delivery of therapy of the device

Event description:
Patient presented with an infection at their generator site which traveled to their lead. The patient underwent surgery to have both their generator and lead explanted. Per the patient's neurologist, the believed caused of the infection was related to patient manipulation of the site. Device history record was reviewed for the suspect generator and lead. The devices were sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and evaluation is not required as the event is not related to the delivery of vns therapy. No additional relevant information has been received to date.